Manufacturer narrative:
(B)(4).

Event description:
The following additional information was received: the patient returned on (B)(6) 2015 with recurrent angina. This was two weeks after his symptoms had started. He was experiencing paresthesia of the left hand and fingers with undue tiredness noted particularly after taking a bath. He felt pain radiating to both arms accompanied by tiredness as well as jaw pain. Angiography confirmed in-stent restenosis but no thrombosis. Treatment was attempted; however, although a guide wire was able to cross the restenosis, two balloon catheters (one non-abbott balloon and a 2.5 x 15 mm trek balloon) were unable to cross. The decision was made to treat the patient medically due to the distal right coronary artery was of small caliber and was thought unwise to undertake any other form of vascularization. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of angina, as listed in the xience prox everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prox everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The 2.5 x 23 mm xience prox is being filed under a separate medwatch report.

Event description:
It was reported that on the initial procedure on (B)(6) 2015, two xience prox stents were implanted to treat a 99% stenosed calcified lesion in the proximal right coronary artery (rca) and a 95% stenosed calcified lesion in the mid rca. A whisper guide wire was advanced in the rca and a 2.5 x 15 m non-abbott balloon was inflated to 18 atmospheres to pre-dilate the calcified lesions. The 2.5 x 23 mm xience prox was deployed at 16 atmospheres for 30 seconds and 2.75 x 18 mm xience prox was deployed at 16 atmospheres for 30 seconds. The patient was given plavix 300mg stat 75mg bd for two weeks then daily for a year. On (B)(6) 2015, the patient returned to the cardiac cath lab with restenosis in the two xience prox stents. There was no reported treatment. No additional information was provided.